Event description:
It was reported during the implant procedure for a system upgrade that the patient's chronic right atrial (ra) lead and right ventricular (rv) lead had pulled back and did not appear to be secured with the suture on the anchor sleeve. Both leads were explanted and replaced. It was also reported that during the implant procedure for the left ventricular (lv) lead there was perforation of the coronary sinus. This resulted in cardiac effusion. Pericardial centesis was performed with subsequent surgical repair. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).